Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl, 221 mg/dl, and 134 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl, 221 mg/dl, and 134 mg/dl.